Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. No problems or issues were identified during this device history record review. E4: initial reporter also sent report to FDA is unknown. D5: operator of device is unknown.

Event description:
It was reported that the patient observed a leakage at the adapter between the tubing and the catheter, after a few hours of insertion. There was no patient, or clinician injury reported.